Event description:
New information noted programming changes were performed.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported the patient present for follow-up in clinic. Upon interrogation, it was determined the atrial leadless pacemaker (lp) was exhibiting intermittent loss of capture. No changes or interventions were reported. The patient was discharged.

Manufacturer narrative:
The reported event of intermittent non-capture could not be confirmed. Based on the information provided, there was no non-capture seen. Therefore, a root cause could not be determined.